Event description:
It was reported that surgery that was supposed to be a normal implantable neurostimulator (ins) replacement, turned into a lead replacement as well, when electrodes were checked and found to have 'many' open circuits. The patient was re-implanted with a new ins and lead.

Event description:
Follow up information reported that the healthcare professional (hcp) reviewed the patient's chart as far back as (B)(6) 2012 and no mention of the ins being flipped in the pocket which could have been a source of the open circuits. Also, notes of the (B)(6) 2013 replacement procedure made no mention of the device being flipped. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Final device analysis of the neurostimulator revealed the following: there were no anomalies found. Final device analysis of the lead revealed the following: functional tests of the lead revealed circuits 0 and 2 had acceptable continuity. Circuits 1 and 3 were open. The conductor wire #1 was broken 2.2cm from the distal end. The conductor #3 was broken at the #3 electrode weld site. The lead was stretched and twisted.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v111056, implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.